Event description:
Two refills ago (date no reported), the same day the patient had an mir for unspecified reasons, the expected reservoir volume was .5cc; the actual volume was 2 cc. Six weeks later at the next refill (date not reported), the expected reservoir volume was .5 cc; the actual volume was 18 cc. The patient reported a lack of therapeutic effect since 2008. The hcp was planning to do a dye study. The patient was encouraged to contact their hcp. The type of medication, concentration, and daily dose being administered via the pump were not reported. It was later reported that the pump was explanted. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.